Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that cartridge change errors occurred with multiple cartridges. Additionally, an o-ring was on the pneumatic tap. Customer was able to remove the o-ring from the pump and loaded a new cartridge to address the event. Customer went to the emergency room (ER) with a blood glucose (bg) level of "high"; although specific value was not provided. Customer declined to provide details on the treatment provided in the ER. Reportedly, the customer was able to remove the o-ring from the pump, loaded a new cartridge and resumed insulin therapy.